Event description:
It was reported that the physician called for review of device data from a post operative check. Technical services (ts) reviewed the device data and found there was a non-sustained ventricular episode that contained noise. The physician confirmed this was due to a medical procedure where electrocautery was being used. Additionally, ts found there were high, out-of-range right ventricular (rv) shock impedance measurements, measuring 196 ohms. The field representative has already contacted the electrophysiologist for a follow up. At this time, this implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.